Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, a labeling review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Service history review identified no factors that contributed to the customer issue. The issue was resolved through standard troubleshooting procedures. Analyzer log review revealed multiple error codes that coincided with the date and time associated with the falsely elevated qc results and troponin-I patient results. Error codes observed included error code 3350 (unable to process test, aspiration error for stat pipettor), error code 3356 (aspiration error on liquid level sense board), and error code 5000 (stat pipettor movement restricted). During troubleshooting, the customer determined the arc probe (list number 08c94-42) was bent. The issue was resolved with probe replacement and adjustment of troponin-I qc ranges. No subsequent reports of falsely elevated troponin-I results were identified for this analyzer. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Event description:
The customer observed a falsely elevated troponin-I patient result while using the architect i2000sr analyzer. Initial patient result was positive and retest using another analyzer was normal (negative). During troubleshooting, the customer found a bent probe on the analyzer that generated the positive result. After the probe was replaced, the sample retest result was negative. No specific patient values were provided. No impact to patient management was reported.